Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid right coronary artery. A 3.5x16mm graftmaster stent delivery system (sds) was advanced; however, the balloon failed to inflate to deploy the stent. The graftmaster stent and sds were removed without issues. The the perforation was successfully sealed with the deployment of a 3.5x26mm graftmaster covered stent to complete the procedure. The graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.